Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00007. Concomitant medical products 1.5mm system twist drill with j notch 1.1 x 50mm, 9mm stop, part# 01-7146, lot# ni. Lactosorb system 1.5mm adjustable self-drilling tap, part# 915-1595, lot# ni. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source ¿ (B)(6).

Event description:
It was reported the tap broke while the surgeon was cutting the tap resulting in a surgical delay greater than thirty minutes. The surgeon drilled a hole around the broken tap with a twist drill and used pliers to remove the tap. Imaging revealed there was no fragment in the patient's body. No additional patient consequences have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: item# 915-1595 lot# could be 740230, 978400, 240790, 240800, 312840, 886060, 041940, 161330, 442760, 645150, 645160.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The tw drill 1.1x50mm 9mmstop w/nt (item# 01-7146, lot# 157392) was returned for investigation. It was determined that the '157392' etched on the body of this drill is the vendor's lot. Based on a review of inventory transactions and the customer's purchase history, there is 1 possible zimmer biomet lot: 250370. Visual examination of the returned drill and tap confirmed the products' identity. It was also confirmed that the drill and tap were fractured, near the neck at the start of the fluted section. Review of the device history records identified no deviations or anomalies during manufacturing. The supplier DHR for the drill was not requested because the raw material certificate showed material is conforming to specification, including the material hardness. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.